Event description:
It was reported that the patient's pump failed two months after implant. The pump was implanted early 1997 and was replaced in (B)(6) of 1997 (specific dates unknown). A nuclear study was done and showed "no movement of the fluid", it was added that "nothing came out in three days". It was reported the report related to this was "lost" by the hospital. It was indicated the patient had been implanted with "baclofen pumps"; however the drug infused via this device during this time was unclear. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).